Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential death complaint. The exact root cause cannot be determined. The likely cause was unable to be determined, although it appears that the patient may have died due to health factors or other contributions. The relationship of the device to the reported allegation could not be substantiated based on the available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
B2: date of death: requested, unknown d6b: explanted date: device was not explanted e3: occupation: supply chain portfolio manager h6: health effect - impact code: 1802 is based upon the final impact of the patient. The patient's death was not a result in consequence due to the adverse event that occurred. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a patient undergoing an interventional radiology (ir) procedure experienced migration of the angio-seal device, necessitating a consultation with vascular surgery and a subsequent fasciotomy. Despite this, there was no blood loss reported. The procedure in question was a coronary angiogram. The event led to patient injury and/or the need for medical or surgical intervention. However, there is no direct claim that the reported device was the cause of or contributed to the patient's injury or the necessity for medical intervention. Additional information was received on 24 jul 2024: the procedure sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A post-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The angio seal device initially achieved hemostasis. The patient died from a stroke. The puncture site was below the common femoral artery bifurcation. The decline in narrowing at the common femoral artery, superficial femoral artery, and deep femoral artery is suggestive. An angiogram was performed to diagnose occlusion/thrombosis. Distal pulses were present. There was occlusive material removed from the vessel, thrombus in brain. Additional information was received on 25 jul 2024: the narrowing of the common femoral artery, superficial femoral artery, and deep femoral artery is diffusive of atherosclerotic disease.